Manufacturer narrative:
Concomitant medical products: product ID d-evolutfx-34 (lot: unknown); product type: 0195-heart valves; implant date ; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the presence of a device malfunction was reported. Further details were not provided. The valve was recaptured once. The reason for recapture was not reported. Three months following the valve implant procedure, a percutaneous coronary intervention (pci) was performed. No details regarding the pci were provided. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: b2. B5. H1. H6. Corrected data: d4. Full UDI added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received indicating that during the implant procedure, the valve was recaptured due to the valve's position being deep. Additional information was received that 4 months following implant of the valve, the patient received a second pci for an unknown reason. 1 year following implant of the valve, the patient was hospitalized due to difficulty with dialysis and inability to remove excess fluid. The patient was treated for congestive heart failure (chf) and bilateral pleural effusion causing respiratory failure. Additionally, a low ejection fraction was observed. Approximately 2 months later, the patient was re-hospitalized, and the patient subsequently passed away due to aspiration pneumonia.

Manufacturer narrative:
Updated: b5, b7, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the presence of a device malfunction was reported. Further details were not provided. The valve was recaptured once. The reason for recapture was not reported. Three months following the valve implant procedure, a percutaneous coronary intervention (pci) was performed. No details regarding the pci were provided. No additional adverse patient effects were reported. Additional information was received indicating that during the implant procedure, the valve was recaptured due to the valve's position being deep. Additional information was received that 4 months following implant of the valve, the patient received a second pci for an unknown reason. 1 year following implant of the valve, the patient was hospitalized due to difficulty with dialysis and inability to remove excess fluid. The patient was treated for congestive heart failure (chf) and bilateral pleural effusion causing respiratory failure. Additionally, a low ejection fraction was observed. Approximately 2 months later, the patient was re-hospitalized, and the patient subsequently passed away due to aspiration pneumonia. Additional information was received that approximately one year and one month post-implant, an echocardiogram showed mild central aortic regurgitation.